Manufacturer narrative:
It was reported by the customer that during the week of (B)(6) 2023, "foley balloon failed". It was reported that this occurred while in the patient. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter balloon failure.